Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "upon priming, the drug solution did not come out."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "upon priming, the drug solution did not come out."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.